Manufacturer narrative:
The device was not returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an esg-400 is not working - field service engineer (fse) inspected the electrosurgical unit and found error e433 is showing on the screen and not getting any output and automatically display is restarting. Scratches and cracks were found in front and on the top side of the machine. It is unknown when the reported event occurred. There was no injury or health damage due to the reported event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint (error 433) was confirmed. The dent on the housing was not confirmed. Additionally, the repair center found a minor crack on the front panel, minor scratch on the front panel, and damage to the flat cable locking connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e433 error code was due to a defective printed circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.